Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that the lead component of the patient¿s implantable neurostimulator (ins) system had migrated. The patient experienced a loss of stimulation coverage to their back as a result of the migration issue. The representative was unsure when the lead migration had occurred and was informed by the healthcare professional (hcp) of the issue on (B)(6) 2017. The lead that migrated was removed and replaced (ins and additional lead remained in use). It was unsure what caused the lead migration and it was noted that the anchors were in place. It was then reported that the migration issue was resolved.

Manufacturer narrative:
Information was received from a healthcare professional (hcp) via the manufacturer's representative regarding a patient implanted with a neurostimulator for non-malignant pain. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.